Manufacturer narrative:
Installed a test battery into the battery compartment and the pump powered up with a critical pump error (open book image) alarm. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm triggered by pump error 53 critical handling alarms on (B)(6) 2024 18:26:53.000 and on (B)(6) 2024 18:27:16.000. Pump error 53 alarm due to software error (linenumber = 5632, filenumber = 2005). Unable to test for unexpected battery power loss anomaly due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor. The following were noted during visual inspection: scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, scratched serial number label, and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. Please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date (B)(6) 2024 in the pump history file. (B)(6) 2024 08:00:00.000 alarmalertnotification, faultnumber = low battery alert (104). (B)(6) 2024 17:31:00.000 alarmalertnotification, faultnumber = change battery fault (73). (B)(6) 2024 17:41:00.000 alarmalertnotification, faultnumber = change battery fault (73). (B)(6) 2024 18:02:01.000 alarmalertnotification, faultnumber = off no power (11). (B)(6) 2024 18:12:00.000 alarmalertnotification, faultnumber = off no power (11). (B)(6) 2024 18:25:50.000 alarmalertnotification, faultnumber = failed batt test (58). (B)(6) 2024 18:25:57.000 batteryremoved. (B)(6) 2024 18:25:57.000 alarmalertnotification, faultnumber = battery removed (84). (B)(6) 2024 18:26:25.000 batteryinserted. (B)(6) 2024 18:26:25.000 alarmalertnotification, faultnumber = failed batt test (58). (B)(6) 2024 18:26:31.000 batteryremoved. (B)(6) 2024 18:26:31.000 alarmalertnotification, faultnumber = battery removed (84). (B)(6) 2024 18:26:31.000 batteryinserted. (B)(6) 2024 18:26:31.000 alarmalertnotification, faultnumber = failed batt test (58). (B)(6) 2024 18:26:31.000 batteryremoved. (B)(6) 2024 18:26:31.000 alarmalertnotification, faultnumber = battery removed (84). (B)(6) 2024 18:26:31.000 batteryinserted. (B)(6) 2024 18:26:31.000 alarmalertnotification, faultnumber = failed batt test (58). (B)(6) 2024 18:26:31.000 batteryremoved. (B)(6) 2024 18:26:31.000 alarmalertnotification, faultnumber = battery removed (84). (B)(6) 2024 18:26:53.000 alarmalertnotification, faultnumber = software error (53) file number: 2005 line number: 5632. (B)(6) 2024 18:26:53.000 batteryremoved. (B)(6) 2024 18:26:53.000 alarmalertnotification, faultnumber = battery removed (84). (B)(6) 2024 18:26:53.000 alarmalertnotification, faultnumber = low battery alert (104). (B)(6) 2024 18:26:56.000 batteryinserted. (B)(6) 2024 18:26:56.000 alarmalertnotification, faultnumber = failed batt test (58). (B)(6) 2024 18:27:16.000 alarmalertnotification, faultnumber = software error (53) file number: 2005 line number: 5632. (B)(6) 2024 18:27:16.000 batteryremoved. (B)(6) 2024 18:27:16.000 alarmalertnotification, faultnumber = battery removed (84). (B)(6) 2024 18:28:21.000 batteryinserted. (B)(6) 2024 18:28:21.000 alarmalertnotification, faultnumber = failed batt test (58). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert was expected due to the customer's battery in the pump is low on power. The replace battery alert/ change battery fault (73) was expected (triggered 9.5 hours after the low battery alert). Off no power was expected due to battery power depleted. Failed battery test alarm was expected due to the customer's battery inserted on a battery change does not have sufficient voltage. Pump error 53 found in the pump history file due to software error. Low battery alert (104) - not confirmed. Change battery fault (73) - not confirmed. Off no power (11) - not confirmed. Failed batt test (58) - not confirmed. Pump error 53 - confirmed due to software error. Critical pump error (open book image) alarm confirmed due to pump error 53 alarms. Pump error 53 alarm confirmed due to software error. Unexpected battery power loss unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image), the pump did not recognize any of the four batteries. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed and issue was unresolved. No harm requiring medical intervention was reported. The customer will discontinue to use the device. Mmt-1712k was requested and customer response was the device will be returned.